Event description:
Patient brought to o.r. For revision of failed denver shunt. Patient was opened. Atransverse incision was made just beyond the chamber towards the venous end of the catheter. The chamber and the peritoneal end were pulled into the incision only to find that the end of the catheter was broken about one inch from the chamber, which was suspected to be still in the abdomen or entrapped at the site where the entry into the peritonenum was. The chamber was transected from the venous end and the venous catheter was clamped. Separate transverse incision was made over the previous scar where the peritoneal catheter was inserted; however, the catheter could not be found. C-arm was used and portable kub was obtained. However, the residual catheter, which was the peritoneal end, could not be located. Since the patient was under anesthesia, it was decided to explore the abdomen. Tremendous amount of time was spent trying to locate the catheter, which could not be found. Omental adhesions were seen where the previous entry site was supposed to be, which were taken down from the peritoneal peritoneum without anything suggestive of a catheter. The loops of bowel were traced and, since the catheter could not be found and did not appear to be causing any problems, it was decided to leave it in place.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.